Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration via an implantable pump for non-malignant pain. It was reported that the pump was defective and was removed on (B)(6) 2007. The event date was unknown. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.